Manufacturer narrative:
Pharmacovigilance comment: the serious expected events of swelling and mass at the implant site, and the non-serious expected event of dermal filler overcorrection were considered possibly related to the treatments. Serious criteria include the need for medical interventions to prevent permanent damage. The non-serious event of discoloration at the implant site were considered expected possibly related to the treatment with restylane silk but not related to restylane refyne and restylane lyft with lidocaine. Restylane silk was used off label. Potential contributory factors include injection technique or over correction. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-mar-2020 by a consumer/other non health professional which refers to a (B)(6)-year-old female patient. No information about medical history or history of allergies has been provided. Concomitant treatments included keflex [keflex] 500 mg, once a day, lunesta [lunesta], unspecified dose, 1 tablet daily. The patient had previously received treatment with restylane and botox, on an unknown date for cosmetic use. On (B)(6) 2019, the patient received treatment with 1 ml restylane refyne (lot 16918) to lower face, above nasolabial folds, cheeks and jaw. During same treatment session, the patient also received treatment with 1 ml restylane lyft with lidocaine (lot 16993) to temple, malar area and 1 ml restylane silk (lot 17059) to nasolabial folds and under eyes. The needle type and injection technique used was unknown. The restylane silk injected to under eyes(off label use). The patient had reported that she was injected with too much of the products in the wrong area(dermal filler overcorrection), that it was asymmetrically placed. Same day later, on an unknown date in (B)(6) 2019, immediately after injection, the patient experienced generalized swelling (implant site swelling) to face, soft, round lumps feel a little rubbery/spongy(implant site mass) in the malar/cheek bone area and underneath her eyes. The patient also had tyndall effect(implant site discolouration) under eyes. It was reported that, patient was treated with hylenex [hyaluronidase], vitrase [hyaluronidase] a total of 8 times over a period of 4 months. Outcome at the time of the report: generalized swelling was not recovered/not resolved. Soft, round lumps feel a little rubbery/spongy was not recovered/not resolved. Tyndall effect was not recovered/not resolved. Injected with too much of the products in the wrong area was unknown. Restylane silk injected to under eyes was recovered/resolved.